Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, one smart coil was removed from the non-penumbra microcatheter because the smart coil was the wrong size. While inspecting the smart coil outside of the patient, the hospital staff found that the smart coil was broken. The procedure was, therefore, completed using additional smart coil, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.